Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter denied damages to the battery compartment and the battery cap. Allegedly, there was no moisture in the pump. Reportedly, at the time of power interruption the yellow o-ring was not visible at the battery cap. It was reported, that the battery cap was able to be secured and that upon changing the battery, the power issue remained unresolved. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: a review of the black box indicated unexpected reboots had occurred on (B)(6) 2016. The battery cap threads were stripped and the top of the battery cap was damaged. The battery cap was unable to secure properly due to the stripped threads, and power interruption was duplicated. A test battery cap was able to secure properly; the pump was exercised for 24 hours with the test cap with no further power interruptions occurring. The pump cover was removed and no defects were found to the power circuit. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the cartridge compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).